Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. Log file analysis confirmed an external backup battery (ebb) fault due to the ebb failing the load test. The patient's controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6) was returned for analysis, a log file was downloaded, and a log file was submitted for review. The log files spanned approximately 15 days (21dec2021 ¿ 04jan2022, 11jan2022 per timestamp). Events occurring on 11jan2022 are from product testing at abbott. From 04jan2022 at 3:57:58 - 7:49:43 there were backup battery fault alarms due to failed load tests. The backup battery failed the load tests due to the loaded voltages being under the acceptable threshold when being compared to the unloaded this alarm cleared after the backup battery was replaced on 04jan2022 from 7:57:31 - 7:57:37. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all stages of testing. The device operated on a mock loop without issue and the reported alarm was not reproduced. Multiple good faith efforts were sent asking if the reported backup battery fault alarms resolved by exchanging the system controller; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.